Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard ssk femoral implant with screw 60mm left catalog #: cp113123 lot #: 66529561, biomet offset tibial tray 63mm catalog #: 141481 lot #: 65745839, vanguard ssk tibial bearing 22mm x 63/67mm catalog #: 183832 lot #: 929580, biomet smooth knee stem 16mm x 80mm catalog #: 145026 lot #: 161830, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 66187751, persona tibial central cone size x-small catalog #: 42545000510 lot #: 66948841 h6 - component code - proposed code is mechanical (g04) - stem. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing pain and stiffness approximately six (6) months following knee arthroplasty. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.